Manufacturer narrative:
Additional information: b5, b6, b7 and h11. B5: upon follow up, it was reported that the effluent was clear 10 days after onset. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent, abdominal pain, and diarrhea. The cause of peritonitis was not reported. The same day as the peritonitis diagnosis, the patient was hospitalized and discharged within 13 days. The patient was treated with ceftriaxone sodium (1g/ as needed/ intravenous/ one day), and again with increased dose ceftriaxone sodium for injection (2g/ once daily intravenous/discontinued the next day), ceftazidime for injection (1g/ every day/ peritoneal dialysis/ discontinued after 3 days), vancomycin injection (0.5g/ every day/ peritoneal dialysis/ discontinued), gentamicin sulfate injection(2000 unit/ as needed/ intraperitoneal/ one day) and fluconazole tablets (100mg/ every day/ oral). At the time of this report, the patient recovered from the peritonitis. Pd therapy was discontinued. No additional information is available.